Manufacturer narrative:
Add codings: type of investigation: b17, investigation findings: c20, investigation conclusions: d15 (omitted on initial report). H10 add: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. This occurred during an unspecified process step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.